Event description:
It was reported during set up before a procedure at user facility that the handpiece is overheating and it is running on its own once connected with the battery. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, device is overheating and running on its own, was confirmed. The device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported during set up before a procedure at user facility, the handpiece is overheating and it is running on its own once connected with the battery. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis in progress.